Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 600 mg/dl. Customer had not been on the pump for a week. Customer stated that she had been off the pump since last tuesday and did not remember what her blood glucose was. Customer stated that insulin pump had crack retainer ring and reservoir was not able to lock in place when inserted into pump. The device will be returned for analysis.